Event description:
The customer reported to baxter (B)(4) a clearlink microbore i.v. Catheter extension set in which a no flow was detected. According to the report, a nurse attached a 6cc medefil syringe to the female luer and attempted to prime the set with normal saline but could not get the fluid to flow into the set. The condition occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.